Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav variable eco catheter (model# d-1343-02-s lot# 17459694l). Carto system (model # unknown serial# unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation ablation procedure with a smart touch unidirectional and suffered a cardiac tamponade which required pericardial drainage. During the mapping phase, following map creation with a lasso catheter, the physician attempted to complete the map creation with the smarttouch catheter, but before zeroing the force reading, a drop in cardiac output was noticed. No ablations had been performed. A cardiac tamponade was confirmed with ultrasound and echocardiogram. A pericardial drain was inserted and the patient was sent safely to recovery. The patient required extended hospitalization of three days for recovery and drain removal. Resolution of the cardiac tamponade was noted on subsequent repeat echocardiograms. The patient has since fully recovered. A transseptal puncture was performed with a cook endrys needle. The patient received intravenous heparin and was on uninterrupted anticoagulation in which the activated clotting time was maintained at 250-300 seconds. A cook 9f mullins sheath was used during the procedure. Irrigation flow setting was at 2 ml/min during the event. There were no error messages observed on biosense webster equipment during the procedure. There are no known factors that might have contributed to the event. The physician's opinion on the cause of the event is cardiac tamponades are a known complication associated with left atrial procedures; it was not related to the equipment used.